Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had multiple problems related to recharging the ins. The sunday before last, the charger had a really hard time finding the battery but finally found it and it charged but it took hours to get the handset to connect to the charger. The patient also reported getting shocked by the "two probes" on the charger both when the charger was in the belt and without. This last sunday, the recharger located the ins but the handset would not find the recharger and it never found it. Reviewed that how to reset the charger and handset to address potential bluetooth issues. This resolved the problem of the handset not being able to locate the recharger. Shortly after starting an ins charging session the patient encountered 1707. Patient services reviewed how to dismiss the error message and reposition the recharger over the ins. Doing so resolved the issue and patient was able to maintain an ins charging session with ins at 90%. Patient services recommended that the patient use the charger over thin layer of material to address their shocking allegation. The patient confirmed that the stitches had been removed from the ins incision site and the nurse who took the stitches out said the incision looked really good and confirmed it was healed. The troubleshooting steps that were taken on the call resolved the issue.